Event description:
A wingspan stent was placed in the right middle cerebral artery (mca). Two gateway balloons were also used in the case. Post procedure, the patient developed a subarachnoid hemorrhage. The patient expired two days post procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
The device remains implanted.

Event description:
A wingspan stent was placed in the right middle cerebral artery (mca). Two gateway balloons were also used in the case. Post procedure the patient developed a subarachnoid hemorrhage. The patient expired two days post procedure.